Event description:
It was reported that the pt was experiencing breakthrough seizures. F/u with the reporting physician found that he did not attribute the increase to anything in particular but rather just increased the pt's settings to combat the increase in seizures. No medication or programming changes were believed to have contributed to the increase in seizures. Vns diagnostics were okay as per the physician. The reporter is not the pt's normal neurologist therefore, it is unk how the pt's increase compares to pre-vns levels. F/u with the pt's normal neurologist found that they had not been informed of the increased seizures. No further issues have been reported.